Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). In response to the reports, two initial medwatches: 2183502-2016-00812 and 2183502-2016-00813 were submitted. The customer returned two used products for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned device will be used for each medwatch follow-up. During visual inspection of the devices, it was observed that both samples had a tear in the cuff. A review of the devices history records revealed no non-conformities during manufacturing. Additionally, manufacturing performs a 100% leak test prior to product release. Product evaluation and inspection was unable to determine the root cause of the holes in the devices cuffs.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was checked for leaks prior to patient intubation, and none were detected. According to the reporter, the tube was in patient use for 1 day when the device began leaking at the cuff. No adverse health effects were reported as resulting from event.